Event description:
Inspire device model number 3028, serial number (B)(6), implanted (B)(6) 2023 right sided and awoke from surgery with severe right sided intractable h/a 10/10 pain and hospitalized until (B)(6) 2023. Sent home on multiple pain meds including opioids. Ed visit (B)(6) 2023 for persistent headache, CT scan, sent home opioids. Severe h/a with calls to md (B)(6) 2024 and admitted (B)(6) 2024 for severe ha. With consults by neurology, psych, acute pain service. During that time trialed: oxycodone, hydromorphone, pregabalin, tizanidine, ketorolac, acetaminophen, duloxetine, topiramate, rimegepant. Also on carbamazepine, tramadol at times. Multiple nerve blocks: auricular temporal, trigeminal. Multiple botulinum toxin injections. Multiple imaging. Multiple calls and visits to neurologists and ent. Between (B)(6) 2024 and (B)(6) 2024, 13 separate visits, neurology headache team, ent, oral surgeon. Admission (B)(6) 2024 for being found down with unresponsiveness, no change with narcan. Intubated, admitted to ICU. Medications at that time: duloxetine, baclofen, oxycodone, lamotrigine, pregabalin. During hospitalization eeg performed negative but noted with two events similar to his admitting event. With head turned to right, flexion of all limbs with rigor, labored breathing. Amnestic to the event. He is noted to reproduce some of the pain with pressing in submandibular space. Prior to the implant of the device, patient was no medications and healthy. Considering explantation. Multiple imaging studies: 7 total MRI: neck, tmj, brain; bilateral duplex sonography superficial temporal artery to evaluate giant cell arteritis; 6 total CT scans: brain, tmj, cervical neck. Xray of soft tissue.